Manufacturer narrative:
(B)(4).

Event description:
An admiral xtreme pta balloon catheter was used to treat a lesion located in the av fistula. It was reported that the device was inspected prior to use with no abnormality noted. It was reported that the balloon of the admiral xtreme was inflated twice to nominal pressure and that the device was removed from the pt between inflations. It was reported that, after second inflation, the physician was not able to deflate the balloon. It was reported that the physician was able to remove the admiral xtreme device from the pt with no add'l intervention required. It was reported that the pt left the department in stable condition. No clinical sequelae were reported.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a."

Manufacturer narrative:
(B)(4). Result and conclusion: the root cause of the event cannot be determined based on limited info available. Device eval pending.

Event description:
It was confirmed that the correct catalog # for the lot # of the device involved in this event is adm100040080 and not adm10040080 as initially reported.

Event description:
Evaluation summary: the admiral xtreme pta balloon catheter was returned to the manufacturing facility for analysis. The distal portion of the shaft was damaged, showing a stretched length of around 12 cm starting from the proximal balloon portion and moving proximally. While the shaft od meets its specification, the stretched portion was out of specification.